Manufacturer narrative:
Reported event: an event regarding disassociation involving a exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device indicated damage consistent with time spent implanted and explanation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot refenced. Conclusions: it was reported that the patient was revised due to stem and head disassociation, as well as, the head disengaging from the mdm liner. Visual inspection of the returned device indicated damage consistent with time spent implanted and explanation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dislocation of hip, surgeon has requested the femoral head be checked if it is indeed a +4 head offset. Mdm implants used with exeter trident. The head dislocated (disassociated) from the stem, but also the inner head disengaged from the outer mdm head.

Event description:
Dislocation of hip, surgeon has requested the femoral head be checked if it is indeed a +4 head offset. Mdm implants used with exeter trident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.